Event description:
Customer reported issues regarding air in blood alarms on phoenix machine. A gambro technician services (gts) field representative changed out the air bubble detector to try to remedy the issue. On the next treatment, when the staff tried to initate treatment on a 20-month-old male child, they got an air in blood alarm during patient connect mode. They were unable of trying to clear the alarm, the extracorporeal clotted causing the child to lose the circuit of blood. The cartridge set used was a pediatric low volume set of an unknown lot number. The priming set of an unknown lot number. The priming volume of this set is 40 ml so the estimated loss of blood from the set will be 40 ml. The dialyzer used was a fresenius f4 dialzyer. The priming volume of that dialyzer is estimated to be 40 ml, so the unit indicates a total blood loss of 80 ml for the entire extracorporeal circuite. Routine hematocrit and hemoglobins are performed prior to each treatment and one was performed following the child losing the extracorporeal circuit of blood. No changes in the child's hematocrit or hemoglobin were noted and no transfusions were required.